Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Approximately 6 months post-op the patient experienced pain and was evaluated for infection and stabilized at 1 year post-op. Approximately 2 years post-op had swelling and pain. The surgeon stated that he had recommended surgery before but due to the patients unstable mental status the patient elected not to agree to the surgery. 32 months post-op the patient underwent a revision in which the implants were removed and a fusion procedure was performed. Surgeon reported isolated staph capitus from several samples taken at the time of revision.